Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension, due to intrinsic beats. The presenting electrogram (egm) shows significant atrial undersensing. The atrial sensitivity is currently programmed at 0.75mv (millivolts). The battery longevity is normal. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension, due to intrinsic beats. The presenting electrogram (egm) shows significant atrial undersensing. The atrial sensitivity is currently programmed at 0.75mv (millivolts). The battery longevity is normal. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported. Received additional information advising a stored electrogram (egm) showed noise oversensed on both the right atrial (ra) lead and right ventricular (rv) lead due to possible electromagnetic interference (emi). The presenting egm shows the device operating as programmed and lead trends show satisfactory measurements. The device and lead remain in service. No adverse patient effects were reported.